Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for failed battery test alarm. Blood glucose at the time of incident was unknown. The customer reported neither compartment nor spring are damaged or corroded. Customer is getting low battery and weak battery also failed batt test. Advise to clean the battery cap contacts with a cotton swab and ipa (isopropyl alcohol). Advise to insert a new battery ((B)(6) recommended) per IFU which has been stored at room temperature. Advise to ensure that battery is securely fastened (not just pushed inward) and battery slot is aligned horizontally with pump. Advise if not aligned or tightened the pump may alarm failed batt test. Customer received failed batt test. Advise the pump will need to be replaced. Advise to revert to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test and low battery alert noted. Insulin pump meets specification: yes